Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the coil was removed in 2 pieces on the right side") and pelvic pain ("severe pelvic pain") in a (B)(6)-year-old female patient who had essure (batch no. B69461) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced alopecia ("alopecia"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), urinary tract infection ("uti"), anxiety ("anxiety") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced rash ("skin rash"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), infection ("infections"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), mood altered ("mood change"), anger ("anger") and abdominal pain lower ("cramps"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, depression, infection, weight increased, alopecia, menstrual disorder, female sexual dysfunction, tooth disorder, dysmenorrhoea, mood altered, anger, urinary tract infection, headache, anxiety, fatigue and rash outcome was unknown and the pelvic pain, migraine, dyspareunia, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, anger, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, infection, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014 tubes were blocked to prevent pregnancy. Right tubal ostia: 4, left tubal ostia: 3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that essure device successfully occluded. Concerning the injuries reported in this case, the following one was reported via medical records:device breakage. Most recent follow-up information incorporated above includes: on 17-apr-2018: pfs and medical record: the event abnormal vaginal bleeding, menorrhagia, apareunia, dental problems, dysmenorrhea, mood change, anger, urinary tract infection, headaches, anxiety, fatigue, cramps added. Reporters,events outcome,lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("the coil was removed in 2 pieces on the right side") and pelvic pain ("severe pelvic pain") in a 37-year-old female patient who had essure (batch no. B69461-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and disability. Concomitant products included fluoxetine hydrochloride (fluoxetin), ibuprofen, lorazepam, medroxyprogesterone acetate (depo-provera), nsaid's, paracetamol (acetaminophen), paroxetine, prenatal plus iron and triamterene. In 2013, the patient experienced alopecia ("alopecia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems") and urinary tract infection ("uti"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced depression ("depression") and anxiety ("anxiety/ mental anguish"). On 9-jan-2014, the patient experienced fatigue ("fatigue") and hypertension ("hypertension"). In january 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), dyspareunia ("dyspareunia") and headache ("headaches"). On 19-jan-2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced rash ("skin rash"). In (B)(6) 2018, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), mood altered ("mood change"), anger ("anger") and abdominal pain lower ("cramps"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, depression, infection, weight increased, alopecia, menstrual disorder, female sexual dysfunction, tooth disorder, dysmenorrhoea, mood altered, anger, urinary tract infection, headache, anxiety, fatigue, rash, hypertension and adenomyosis outcome was unknown and the pelvic pain, migraine, dyspareunia, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, anger, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypertension, infection, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014 tubes were blocked to prevent pregnancy. Right tubal ostia: 4, left tubal ostia: 3 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed that essure device successfully occluded . Concerning the injuries reported in this case, the following one/ones were reported via medical records:device breakage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-oct-2018: plaintiff fact sheet received. Reporter information and other relevant history updated. Events hypertension and adenomyosis were newly added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the coil was removed in 2 pieces on the right side") and pelvic pain ("severe pelvic pain") in a 37-year-old female patient who had essure (batch no. B69461-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included nsaid's and paracetamol (acetaminophen). In 2013, the patient experienced alopecia ("alopecia"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), urinary tract infection ("uti"), anxiety ("anxiety") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced rash ("skin rash"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), mood altered ("mood change"), anger ("anger") and abdominal pain lower ("cramps"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy).essure was removed on (B)(6) 2017. At the time of the report, the device breakage, depression, infection, weight increased, alopecia, menstrual disorder, female sexual dysfunction, tooth disorder, dysmenorrhoea, mood altered, anger, urinary tract infection, headache, anxiety, fatigue and rash outcome was unknown and the pelvic pain, migraine, dyspareunia, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, anger, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, infection, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014. Tubes were blocked to prevent pregnancy. Right tubal ostia: 4, left tubal ostia: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: confirmed that essure device successfully occluded. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil was removed in 2 pieces on the right side') and pelvic pain ('severe pelvic pain') in a 37-year-old female patient who had essure (batch no. B69461-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and disability. Concomitant products included ascorbic acid;calcium;colecalciferol;copper;cyanocobalamin;folic acid;iron;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;zinc (prenatal plus iron), fluoxetine hydrochloride (fluoxetin), ibuprofen, lorazepam, medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen), paroxetine and triamterene. In 2013, the patient experienced alopecia ("alopecia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems") and urinary tract infection ("uti"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety/ mental anguish"). On (B)(6) 2014, the patient experienced fatigue ("fatigue") and hypertension ("hypertension"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), dyspareunia ("dyspareunia") and headache ("headaches"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced rash ("skin rash"). In (B)(6) 2018, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), mood altered ("mood change"), anger ("anger"), abdominal pain lower ("cramps") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, depression, infection, weight increased, alopecia, menstrual disorder, female sexual dysfunction, tooth disorder, dysmenorrhoea, mood altered, anger, headache, anxiety, fatigue, rash, hypertension, adenomyosis and endometriosis outcome was unknown and the pelvic pain, migraine, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract infection and abdominal pain lower had resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, anger, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, hypertension, infection, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014 tubes were blocked to prevent pregnancy. Right tubal ostia: 4, left tubal ostia: 3 plaintiff received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: confirmed that essure device successfully occluded. Concerning the injuries reported in this case, the following one/ones were reported via medical records:device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter information added. Outcome for the event urinary tract infection was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil was removed in 2 pieces on the right side') and pelvic pain ('severe pelvic pain') in a 37-year-old female patient who had essure (batch no. B69461-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and disability. Concomitant products included ascorbic acid;calcium;colecalciferol;copper;cyanocobalamin;folic acid;iron;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;zinc (prenatal plus iron), fluoxetine hydrochloride (fluoxetin), ibuprofen, lorazepam, medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen), paroxetine and triamterene. In 2013, the patient experienced alopecia ("alopecia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems") and urinary tract infection ("uti"). On (B)(6) 2013, the patient had essure inserted. On 29-nov-2013, the patient experienced depression ("depression") and anxiety ("anxiety/ mental anguish"). On (B)(6) 2014, the patient experienced fatigue ("fatigue") and hypertension ("hypertension"). In january 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), dyspareunia ("dyspareunia") and headache ("headaches"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6)2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced rash ("skin rash"). In july 2018, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), mood altered ("mood change"), anger ("anger"), abdominal pain lower ("cramps") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, depression, infection, weight increased, alopecia, menstrual disorder, female sexual dysfunction, tooth disorder, dysmenorrhoea, mood altered, anger, urinary tract infection, headache, anxiety, fatigue, rash, hypertension, adenomyosis and endometriosis outcome was unknown and the pelvic pain, migraine, dyspareunia, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, anger, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, hypertension, infection, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014tubes were blocked to prevent pregnancy.right tubal ostia: 4, left tubal ostia: 3 diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 29.6 kg/sqm.hysterosalpingogram - on (B)(6) 2014: results: confirmed that essure device successfully occluded. Concerning the injuries reported in this case, the following one/ones were reported via medical records:device breakage. Quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on (B)(6) 2020: social media was received. Event added- endometriosis. Reporter information were added.based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.